Event description:
Additional information received reported the patient had an appointment with their healthcare professional (hcp) on 2013-(B)(6).

Manufacturer narrative:
Based on further evaluation of the event the following code change was added: device code of (B)(4).

Event description:
It was reported that pieces of the lead were eroding through the skin and it was possible to pull pieces out. It was noted that the pieces looked plastic or rubber and shaped like a tube. It was noted that it was not certain if it was the boot or the sheath around the lead. It was noted that an implantable neurostimulator was never put in the patient and the leads were not connected to anything. It was noted that office and medical records indicated that the patient cancelled the appointment for the stimulator placement. It was noted that the reported was not sure the true reason why no ins was implanted. Refer to manufacturer report # 3007566237-2013-02756.

Manufacturer narrative:
Exact implant date is unknown, implant year is valid. Product ID: 3387, lot# unknown, implanted: 2007, product type: lead. (B)(4).